Manufacturer narrative:
(B)(4) h6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient had a wearable failure 3 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was not receiving any cgm (continuous glucose monitor) readings and experienced dka (diabetic ketoacidosis). He called an ambulance and was taken to the hospital. At the hospital he was treated with insulin. The patient was hospitalized for several days. At the time of the report the patient was feeling tired. The patient declined to provide further information about the event. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.